Event description:
As reported, approximately 3 years post op the initial right tsa, this female patient was revised due to significant metalosis with humeral head scratching against central cage of glenoid. The peripheral pegs were still connected to poly but was migrated away from original position. The central cage remained in its original position well fixed. Glenoid was bone grafted and converted to arthrex baseplate and glenosphere. The humeral head and replicator were removed. A +0 tray and 36 +0 liner was implanted with good stability and rom. Patient last known to be in stable condition. Explants not available.

Manufacturer narrative:
Concomitants: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm sn: (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s sn: (B)(6), 300-20-02 - equinox square torque define screw drive kit sn: (B)(6), 310-01-50 - equinoxe, humeral head short, 50mm (beta) sn: (B)(6). The revision reported was likely the result of disassembly of the center cage from the glenoid body, leading to glenoid loosening, migration, and subsequent prosthesis wear between the retained center cage and the humeral head. There did not appear to be articular surface wear of the polyethylene in the provided image. Noncemented usage of the peripheral pegs likely contributed to the loosening and subsequent migration of the glenoid body. However, the contributions of initial implant alignment, lack of cement on the peripheral pegs, and wear to the series of events any cannot be confirmed as the devices were not returned for evaluation and no initial post-operative radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.